Event description:
A doctor's office alleged that five (5) patients had experienced a debonding of their crowns after placement with the maxcem elite clear product. This is the first of five (5) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender and weight was not provided by the doctor. The doctor could not recall patient or incident details. The doctor re-cemented the crowns without further incident. To date, the patient is doing fine. The product was not returned. The product was not returned; an adhesive strength test of the retain sample was intended; however, the test could not be performed since the product had set up prematurely. Lot number 4720553 has been identified as an effective lot which is part of an ongoing recall for the maxcem elite.